Event description:
Patient had a bard recovery ivc filter placed in 2004 due to dvt, trauma and intracranial hemorrhage, contra-indication to anticoagulation. Eight months later pt came in for ivc filter removal and on x-rays it was found that the ivc filter has migrated caudally in the intervening time. Several arms of the filter have perforated the ivc and one arm was turned upward. Due to this finding, the removal was not performed. Thirteen days later the pt went to an outside hospital with chest pain. They were ruled for a heart attack and sent home. Two days later the pt called and informed facility of the chest pain. Pt was urgently brought in and a CT scan demonstrated that the upward turned arm of the ivc filter has dislodged and embolized and perforated the right ventricle of the heart. Pt underwent an emergent surgical removal the broken arm of the ivc filter 3 days later. They were discharged home in good condition four days later.